Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with meropenem injection 500 milligrams (route, frequency, and duration not reported) and vancomycin injection 1 gram (route, frequency, and duration not reported) for the peritonitis event. The cause of death was reported as an unrelated indication. One day after onset, the patient was hospitalized for the peritonitis event. The patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Initially, dianeal therapy was reported to be ongoing, but it was then reported that the patient was performing hemodialysis at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.